Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the device had to be recapture from the mid septum due to high pacing threshold. On the second deployment the device was placed near the apex and good threshold measurements where obtained. Before hospital discharge, an ultrasound revealed pericardial effusion. For monitoring the condition, the hospitalization was extended and then the patient was discharged. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.